Manufacturer narrative:
Device history record review the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition, the IFU contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The patient's race and ethnicity were not provided. The provider was not able to provide the patients weight. The device has been returned. Once the investigation is complete, the new information will be submitted in a supplemental report.

Event description:
It is reported that the inclusive mini o-ball implant failed to osseointegrate and the provider notes pain around implant upon percussion and slight mobility. The provider also notes, "the implant failed and patient had peri-implantitis". The details of implant placement were: 1.5 mm cortical bone drill used to drill into cortical bone to 10mm depth. Implant had primary stability upon placement." The implant was placed on tooth #26 on (B)(6) 2019. Bone strength was not noted and is unknown per provider. The patient has a history of controlled diabetes and had no other significant medical or dental history prior to implantation. The patient presented for second surgical appointment on (B)(6) 2019 complaining of pain. The device was removed at that time since the device failed to osseointegrate. The provider also noted infection. There was no injury to the patient.